Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer stated that reported 8mm fenestrated bipolar forceps instrument had a broken cable but, could not confirm if piece(s) had fallen off from the device. There were no reports of fragment(s) falling into the patient's anatomy. Patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like an x-ray or ultrasound were not performed on patient to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument analysis did not reveal broken or frayed cables. Additional observation(s) : the instrument was found to have a broken bipolar yaw pulley near the grip cable crimp. Broken piece(s) is missing as a result of breakage. Size of missing piece is approximately 1.00mm x 0.60mm. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.